Event description:
A facility representative reported that during surgery lens was misfired. Additional information has been requested and received stating that the haptic broke into the injector. There was no patient contact. Procedure was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).